Manufacturer narrative:
Harm code has been updated. (B)(4).

Event description:
Harm code of unconsciousness has been updated in tab.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of less than 15 mg/dl at the time of the incident. The customer was at 73 mg/dl at the time of the call. The customer was given glucose tablets and intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer was unsure if auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated the sensor does not alert them when they suddenly drop low. Troubleshooting was completed and no issues were found. The customer had a bad infection at the time of the incident. The customer's pump bolus history showed highs of 300 and 500 mg/dl. The insulin pump will not be returned for analysis.